Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting non-sustained right ventricular (rv) oversensing due to post-paced t-wave oversensing. The patient came to the clinic on 30 oct 2025, and programming changes were made. No patient symptoms were reported.